Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on unknown date with blood glucose level was 360 mg/dl. Customer experienced symptoms such as thirsty. Customer was treated with shot. Customer was not using auto mode. Customer did not feel ok to troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect information in summary narrative. The correct information has been provided with this report. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose as well as for diabetic ketoacidosis.